Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gastric by-pass according to the reporter: the plastic sleeve in front of the instrument was damaged. There was no extension or re-operation necessary. No blood loss more than 250cc. Nothing fell into the pt.